Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomalies. The ins was functionally okay.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) site was red, sore, and oozing. The redness and soreness started a couple of weeks prior to the report. The patient noticed the oozing on 2014 (B)(6). The device was explanted on 2015 (B)(6) due to an infection in the device pocket. Prior to the explant the patient was getting 60 to 70% therapy relief. The ins and both extensions were explanted. The leads were capped off and remained implanted. The doctor noted that the leads were explanted so it was unclear if the leads were explanted or not. The ins had eroded through the skin and was visible with pus oozing out. It was unknown if a culture was taken or what type of infection organism was present. The patient was not thought to have meningitis. Antibiotics were used empirically. The cause of the event was not determined but it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3888-45, lot# va0268m, implanted: 2014 (B)(6); product type lead product ID 3888-45, lot# va02nl8, implanted: 2014 (B)(6); product type lead product ID 3888-33, lot# v649093, implanted: 2014 (B)(6); product type lead product ID 3888-33, lot# v621070, implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4), product type programmer, patient product ID 97754, serial# (B)(4), product type recharger product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).